Event description:
It was reported that during a da vinci hysterectomy procedure, the tip of the fenestrated bipolar forceps instrument was bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side-to-side misalignment of the grips. There is a .023 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the pitch cable is frayed at the proximal clevis hub and sticks out at the wrist. The clevis is not damaged. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis evaluation could likely cause or contribute to an adverse event, if the failure mode were to recur.